Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump broke in the middle of the night, pump alarmed no delivery customer tried to rewind the pump and the pump alarmed motion sensor test failure and rtc problem. Troubleshooting was performed and the insulin pump was unable to complete pump rewind due to the alarms. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. We were unable to verify alarms or excessive no delivery alarm due to motor error alarm anomaly. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No encoder signal out alarm on pump alarm history screen. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. The drive support disk was inspected and no anomaly was noted.